Event description:
Boston scientific received information that the rate\sense portion of this right ventricular (rv) lead exhibited noise which was oversensed and recreated with isometrics. All other measurements were within normal limits and no inappropriate therapy was delivered as a result of the noise. The field representative indicated that the physician will most likely revise the lead. No adverse patient effects were reported. Additional information indicated that the rate/sense channel of the rv lead was surgically abandoned and a new rate/sense lead was successfully implanted.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.